Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0mr7x serial# implanted: (B)(4)2014-explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had pain at the ins site and there was lack of efficacy. It was noted that no environmental /external or patient factors led or contributed to the issue. It was reported that multiple reprogramming sessions had been performed. The rep reported that the ins and the lead were removed, and the issue was resolved at the time of the report. No further pati8ent complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient had communicated to them they were not receiving therapeutic relief and, therefore, wanted the device explanted. It was noted the patient had been reprogrammed multiple times. The cause of the lack of efficacy was reported as unknown. There were no further complications reported or anticipated.